Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet with a dexcom g6 experienced repeated sensor issues, including a prolonged warm-up countdown and a sensor error that prompted replacement of the sensor and a pump restart. The system later returned to in-range glucose per reports. Symptoms included hyperglycemia with a peak of 402 mg/dl. The user returned to in-range glucose. Investigation included technical troubleshooting and user education. Investigation of this case revealed that pairing failed with the continuous glucose monitor and that the responsible device was not identified. It was concluded that the event involved a sensor communication or setup issue without injury and that the device functioned within specifications after sensor replacement and warm-up completion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.